Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Dealer advised plate under the brake is broken causing cater to lock and not unlock.